Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user was unable to get med and displayed an error message "a fatal error occurred on the underlying data source". Customer stated that this could have been caused by a network connection problem or a hardware issue, tried to reboot but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to obtain medications. A technical support specialist (tss) checked on remote support service health status showed critical because the station database size exceeded the threshold. Maintenance service debug logs indicated that the purge deletion process encountered an error due to the primary filegroup being full in the dsclientoltp database. Purge selection and purge deletion tables were run on the server with no failed flags, and a purge was executed. Tss on the station command shell, the shrink and reindex script was run, reducing the database size from 10 gb to 7 gb. Station maintenance logs confirmed that purge selection was running. Pes was checked and verified that the last download, upload, and heartbeat were current with server time, and data synchronized debug logs showed no variation. Customer confirmed issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.